Manufacturer narrative:
The device has not been returned for analysis as of the date of this report.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, damage to the stent occurred. The physician attempted to place a taxus liberte 3.0x24mm drug eluting stent, but had difficulty crossing the lesion. Upon removal of the device it was noted that the stent strut was kinked. The procedure was completed with another taxus liberte stent. No patient injuries or complications occurred. Patient status is satisfactory. This product is only ous approved, but it is similar to a marketed us device.